Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012; inratio: 1.8; lab: 6.8. Time between testing was two hours. Pt's therapeutic range is 2.0-3.0. Last dose of coumadin was day before.